Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a full electrical reset. There wsa a critical ram parity error on (B)(6) 2015 and the power on reset (por) severity was so low that the device should be able to fully recover after the reset. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) exhibited a power on reset (por). The patient reported feeling shortness of breath and fatigue due to the reset. The ipg settings were reprogrammed to the patient's parameters. The device remains in use. No further patient complications have been reported as a result of this event.